Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the occlusion of the right iliac limb was found to be user related due to the slightly unequal proximal iliac limb stent height. The infrarenal neck angulation also likely contributed to the event. The final patient disposition was reported to be monitored with no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 4 month follow-up CT showed the presence of an occlusion of the right iliac limb due to the presence of thrombus within the limb. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.